Event description:
It was reported that whilst repairing the posterior horn of the medial meniscus where it was particularly tight the surgeon used the depth gauge on the device which failed on him which meant the needle was passed right through the meniscus and got stuck in the posterior capsule. Then needle then completely fractured at the junction of where the needle attaches on the introducer. The needle was then loose in the knee which had to be removed via radiographs control and a posterior portal with vascular support as it was near to delicate vascular structures of the patient. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4) . G2: UK h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The following sections could not be completed because the part/lot information could be: d4: item #110024773 lot 1#: 66587047, d4: expiration date is february 14, 2029, d4: UDI #: (B)(4), h4: manufactured date is february 14, 2024. D4: lot 2: item #110024773 lot 2#: 66553009 qty 3, d4: expiration date is february 12, 2029, d4: UDI #: (B)(4), h4: manufactured date is february 12, 2024. D4: item #110024773 lot 3#: 66576119, d4: expiration date is february 05, 2029, d4: UDI #: (B)(4), h4:manufactured date is february 05, 2024. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event of needle fracture is confirmed based upon the provided pictures. The repored event of depth gauge movement is not confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.